Manufacturer narrative:
(B)(4). No returned material was provided by the customer site. The investigation began with the calibration of a retained kit of the architect hiv ag/ab combo reagent, list number 4j27-25, lot number 93998hn00. All control materials tested met specifications. Three sensitivity panels ((B)(4)) were then tested and the results met specifications. Two commercially available seroconversion panels ((B)(4)) were then tested to assess the clinical sensitivity of the current assay. All data generated demonstrated that the performance of the architect hiv ag/ab combo reagent, list number 4j27-25, lot number 93998hn00, is not compromised and fulfills the package insert claims with regard to sensitivity. No new performance issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hiv ag/ab combo package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that the architect hiv ag/ab combo reagent, list number 4j27-25, lot number 93998hn00, is performing acceptably. A product malfunction was not identified. Catalog# revised to 4j27-25. Review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Two samples from the same patient (one serum and one plasma) were received from the customer site on (B)(4) 2011, after the initial evaluation. The returned samples were not tested with the architect hiv ag/ab combo reagent, ln (B)(4), lot 93998hn00 because both samples (two different draws) tested (B)(6) with architect hiv ag/ab combo reagent, lot 93998hn00 at the customer site and the first sample tested (B)(6) at another site with architect hiv ag/ab combo reagent, lot 93578hp00. Furthermore, the customer had already tested the sample with the axsym hiv 1/2 go assay, ln (B)(4) ((B)(6) result) and p24 ag test, ((B)(6) result). Therefore, due to limited sample volume and in order to save return material for further investigation, only western blot testing was performed. Sample (B)(6) (plasma sample) caused a positive result on the (B)(6) specific western blot new lav blot I test (bands at (B)(6)) and an indeterminate result on the (B)(6) specific western blot new lav blot ii test (bands at (B)(6)). Note: the customer had also performed a western blot ((B)(6)) and had obtained a (B)(6) result. In this blot no (B)(4) was visible. Western blot testing of the returned sample, using a western blot from a different manufacturer should confirm that no antibodies for (B)(6) are (B)(6), which was successfully demonstrated. Based on the current results and the results obtained by the customer the sample has to be considered (B)(6) for the architect hiv ag/ab combo assay. Molecular characterization was also performed and nothing atypical in the virus sequence was found. Based on phylogenetic analysis, the virus in the returned specimens is classified as (B)(6). This crf (circulating recombinant form) is prevalent in (B)(6). The added results do not change the outcome of the initial evaluation. The architect hiv ag/ab combo reagent, list number (B)(4), lot number 93998hn00, identified in your complaint, are currently meeting its safety, effectiveness, and label claims. A product deficiency was not established. Method: molecular characterization.

Event description:
The customer states that one patient generated (B)(6) results with the architect hiv ag/ab combo assay with two different samples when testing on the architect i1000sr analyzer. The patient is known to be (B)(6) and is failing and was sent home by his physician. (B)(6). The samples generated (B)(6) results on the axsym platform. The second sample tested western blot (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.